Event description:
The suture was used during a coronary arterial bypass. Reportedly the sutures are breaking which causes lengthened time for surgery. The hospital reported no injury or ill-effects to the pt.